Event description:
Insertion device malfunctioned while attempting to get ready to use by doctor. Device never touched patient. Alternative method used to complete surgery. Ams company recalled the devices with specific lot numbers the next day.